Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up in-clinic with the right atrial lead exhibiting noise that resulted in episodes of inappropriate mode switch. The noise was reproducible with isometrics. Programming interventions were made. There were no patient consequences.